Event description:
The pt performed a blood glucose test on the suspect device and the result was low. Pt did not take meds due to the low reading. After a while pt became unconscious. Paramedics were called and they tested pt's blood glucose on their device and the result was 360 mg/dl. The rptr (niece) stated that the paramedics probably gave pt insulin.